Event description:
During evaluation of a returned spectrum infusion pump, the keypad had a delayed response. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device keypad had a delayed response. The cause was identified to be failed processor printed circuit board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.